Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # m90798. Method and result codes: na. Conclusion codes: at the time of this submission, the device has not been returned for analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by, ¿malfunction of the shears?¿ the error message asking to change the instrument, claiming reuse coagulating shears. But the same was new, open at the time of surgery. In addition, during the surgery, there was a moment when the surgeon triggered the shear energy, and after releasing the button, the shears continued to function, activated even without the surgeon pushing the button.

Event description:
It was reported that during a total video laparoscopic hysterectomy procedure, there were error messages and malfunction of the shears. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device eeprom confirms an alert screen was displayed. However it could not be duplicated during our testing. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿ there were error messages and malfunction of the shears¿. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. However, no alert screens were displayed at any time during testing. The batch record was reviewed and no anomalies were noted during the packaging process.